Event description:
Event description guidant received information that the implantable lead dislodged shortly after implant. It was further reported that noise was noted on the ventricular rate electrogram.